Manufacturer narrative:
Batch review performed on 18 june 2018. Lot 161324: (B)(4) items manufactured and released on 31 may 2016. Expiration date: 2021-05-19 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 1 year after primary. The surgeon determined that the cup was loose. The surgeon revised the cup, liner and head. The surgeon used another company's cup and liner with a medacta head. The surgery was completed successfully.